Event description:
It was reported the programmer turned off several times when used pre-implant to program a device still in the box. The programmer had to be replaced and was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the programmer turned itself off, the power supply was operating out of specification and powered down after being on for a period of time. A new power supply was installed in the programmer and the device remained powered on for 24 hours, programmer needed the power supply replaced. The programmer also had extensive corrosion on the inside of the device. Product ID: 2290, pacing system analyzer.